Manufacturer narrative:
Product ID: 3387s-40, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the cause of the lead replacement was that the lead was not in the ideal spot. The issue was resolved and the patient was doing much better post lead replacement.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient's left lead was replaced today. It was changed from stn to vim. The doctor determined there was a scab at stimloc and they deemed it csf. No further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1rkdf, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the lead involved in the event was implanted (B)(6) 2019. A new lead was used to complete the surgery. The cause of the issue was reported to be the former lead was in the wrong location.